Manufacturer narrative:
The report from the field indicated the following: during a coronary stenting procedure, the balloon would not hold pressure. The product was clinically used. There was no reported patient injury. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon leakage.